Event description:
During a high pressure injection, the connection between the high pressure contrast injection tubing and the catheter came loose spraying contrast. There was no pt or clinician harm or injury as a result of this event.